Event description:
I was implanted with essure in (B)(6) 2008. Not long after I developed several medical problems that went undiagnosed for 2.5 years. I began having daily headaches, numbness in my hands, feet, legs, and abdomen. I was put through test after test, and saw multiple specialists but no one could find anything wrong. All bloodwork and test were normal. I began having irregular and extremely heavy menstrual cycles passing clots the size of quarters. On (B)(6) of this year, I went in for surgery. At (B)(6) I had a complete hysterectomy leaving only one ovary. My right ovary had to be removed because it was fused to my colon with scar tissue for the essure coils. It was also found that I had adenomyosis. As I sit here just 3.5 weeks since surgery, all symptoms are gone. I no longer have the numbness, headaches, pains, foggy feeling, or the many other issues I was dealing with on a daily basis.